Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Additional information has been provided in section b5. Section b1, b2 and h1 have been updated based upon additional information. The actual sample upon receipt was a combination of progreat (9681834-2021-00213) and gt wire (this report). Visual inspection of the actual progreat and gt wire obtained following results: the distal end of gt wire had been fractured; gt wire had been protruded from progreat. The total length of actual gt wire was measured and was approximately 1807mm in total (length at the distal end of fractured section: approximately 38mm, length at the rear end of fractured section: approximately 1769mm). From the event information, it was known that gt wire was a 1800mm type. Therefore, it was inferred that there was no defect. Magnifying and electron microscopic inspections of the fractured section of actual gt wire obtained following results: the outer layer had been wrinkled, twisted, and torn, the internal wire had been exposed, the wire had been twisted and a dimple pattern (a hole-shaped pattern) had been appeared. Therefore, it was presumed that the torque and pulling force was applied to the actual sample led to the fracture of outer layer and wire. The outer diameter on the rear end of the actual gt wire was measured, and was 0.41mm. Due to this, it was found that the actual gt wire was a 0.016inch type. Furthermore, as a result of measuring the outer diameter in the vicinity of fractured section, it was equivalent to the factory-retained 0.016inch type gt wire. Outer diameter of actual gt wire (in the vicinity of fractured section: approximately 45mm from the distal end): 0.34mm, outer diameter of factory-retained 0.016inch type gt wire (approximately 45mm from the distal end): 0.34mm (since the distal end of involved product is tapered, the outer diameter of the product is different between the distal side and the rear end side). The actual gt wire was removed, and visual inspection of the pierced section of actual progreat was performed. It was found the wavy shape, kink and tear. Electron microscopic inspection of the torn section of actual progreat found abrasions on the outer layer surface. Therefore, it was inferred that some hard object came into contact with the involved section. The outer diameter and bending strength of actual progreat in the vicinity of torn section were measured and confirmed to meet the specifications. Simulation test: it is known that the guidewire will be fractured when the following force are applied. In addition, we have also known that the shape of the fractured section and fractured surface of the wire is characteristic depending on the mechanism leading to the fracture. When pulling force is applied: the side surface of fractured section is tapered, which is different from the actual sample. When repeated bending force (90 ° folded bending force) is applied: the side surface of fractured section is not tapered, and a dimple pattern (a hole-shaped pattern) is formed on the fractured surface, which is different from the actual sample. When continuous torque force is applied in the same direction: the side surface of fractured section is not tapered, and a radial pattern is formed on the fractured surface, which is different from the actual sample. When pulling force is applied in a looped state: the fractured section is twisted and a dimple pattern (a hole-shaped pattern) is formed on the fractured surface, which is very similar to the state of actual sample. From the state of actual sample, the following simulation test was performed on the assumption that the gt wire, which was fractured, and the wire was exposed, pierced the kinked section of progreat. From the rear end of factory-retained progreat, which was intentionally kinked, factory-retained gt wire was inserted with the wire intentionally exposed. The distal end of gt wire was caught at the kinked section of progreat, but an attempt was made to insert it further. The distal end of gt wire pierced progreat. Magnifying inspection of the pierced section of progreat found the wavy shape and tear, which was very similar to the state of actual sample. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that when using the actual progreat and actual gt wire in combination, the distal end of gt wire that had been preceded was trapped for some reason. A loop occurred when torque operation and push-pull operation were performed to release the trap. In that state, pulling force was applied, gt wire was fractured, and the wire was exposed. The distal end of fractured gt wire dislodged into the patient's body, and the rear end was once pulled into progreat. Due to the fracture of gt wire, excessive bending force was applied to the distal end of progreat, which was in a state where the wire did not pass through the lumen, and a kink occurred. When gt wire with the exposed wire was advanced to the distal side of progreat again, it was caught at the kinked section of progreat. In that state, as a result of continuing the insertion operation, gt wire pierced progreat. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 25nov2021. The broken wire was the taken out with the snare. This event occurred in the patient body.

Event description:
The user facility reported that the wire broke during 'below the knee' procedure. The wire was inserted to progreat 2.0, 150cm and was at ata. The broken wire was the taken out with the snare. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k033913. Device manufacturer date - unknown due to unknown product code and lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Simulation test: based on past knowledge, it is understood that the guidewire breaks off when the following force are applied. Depending on the mechanism leading to breaking off, the shape of broken section of the wire and the cut surface are characteristic. Apply pulling force: the side surface of broken section is tapered. Apply continuous bending force (90-degree folded bending force): there is no taper on the side surface of broken section. A dimple pattern (a hole-shaped pattern) appears on the broken surface. Apply continuous torque force in the same direction: there is no taper on the side surface of broken section. A radial pattern appears on the broken surface. Apply pulling force in the looped state: the side surface of broken section is curved. The production code and lot number were not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. During the period from november 2019 to october 2021, the product code for overseas export of 0.012inch - 0.016inch (guidewire diameter applicable to the combined progreat 2.0fr) with 180cm were confirmed. The cases where the guidewire for the involved product code was broken off were investigated. As a result, two cases were applicable. The details of them were confirmed. In the first case, the broken section of actual sample was in a state very similar to 3 in simulation test, and it was likely that this was an event caused by the application of continuous torque force in the same direction. In the second case, since the actual product was not sent and the condition could not be confirmed, the cause of occurrence could not be clarified. In each case, no anomaly was found in the records, and it was judged that there was no problem with the product. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It was likely that the actual product broke off when any force of the simulation test were applied to the involved section. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the guidewire gt device reported that was used, for the progreat device reported that was used on the same patient see MDR 9681834-2021-00213. (B)(4).